Manufacturer narrative:
The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. In the absence of a returned product an extended investigation has been performed. Per design documentation, the useful life of freestyle flash meters is 5 years. As the manufacturing year of this product is before 2004, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported having an unspecified medical event that required emergency treatment, but no information is available as the refused to troubleshoot further. There was no report of death or permanent impairment associated with this event.